Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump's door switch was not working found during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of door switch is not working was not reproduced. A review of the event history log (ehl) revealed multiple events of "shut door - power off". A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the hooks were found out of adjustment . Hook adjustment is required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.